Event description:
It was reported that the patient heard alarm tones consistent with double power disconnects/no power alarms, but no alarms were recorded in log files. One alarm occurred while the controller was connected two batteries and the other occurred while the controller was connected one battery and the controller ac adapter. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dvfb1d4 ICD and 6935m62, lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Review of the event log file revealed a controller power-up event, with an associated motor start event, logged on 20-feb-2022 at 09:04:45, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 78% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. No anomalies were observed leading up to the loss of power. A loss of power to the controller will result in a continuous audible alarm, which corresponds with the reported no power alarm sound. Of note, controller power-up events are not recorded in the alarm log file, rather in the event log file. Additionally, review of the alarm log file revealed one (1) low flow alarm logged on (B)(6) 2022; this was the only alarm recorded within the analyzed period. Log file analysis also revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed an instance on (B)(6) 2022 where a battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. This is an additional finding not related to the reported event. The battery had been lubricated prior to release. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. As a result, the reported ¿no power alarm¿ event was confirmed; however, the no power alarm tones reported to have been heard in the weeks leading up to on (B)(6) 2022 could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.